Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The reagent probes were replaced. The customer stated the instrument was running well afterwards with no other discrepant results. In addition, the customer replaced the sample probe and used fresh calibrator and controls. Instrument was running okay.

Event description:
The customer received communication errors and experienced issues with results for qc and patient samples for multiple assays. Data was only provided for one patient sample with a questionable complement c3c version 2 (c3) result. The initial result was 65 mg/dl. The customer reported the initial result as the controls were in-range prior to the run. The sample was repeated with a result of 166 mg/dl. The sample was repeated again with a result of 173 mg/dl. The customer was unable to provide information concerning if the patient was adversely affected. The c3 reagent lot number was 65759501 with an expiration date of 09/30/2013.